Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor. The electrode belt was fully functional upon receipt. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed an open sore underneath one of the ECG electrodes. The patient did not seek medical attention. The medical outcome of the open sore is unknown.